Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels of above 400 mg/dl, for the past four days. The customer would change supplies and deliver manual injections and boluses to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer changes cartridges every 3-4 days. The customer was educated regarding the labeling instructions for humalog.